Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump was noted to be warm. No temperature alarms were reported. Customer stated this does not occur when plugged in to charge. There was no impact to the customers blood glucose level. In addition, the customer reported to receiving occlusion alarm during bolus in the past. The customer was unable to provide dates for the event. Reportedly, when the insulin is below 80 u the occlusion alarms occurred. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.

Manufacturer narrative:
(B)(4).

Event description:
When the occlusion alarm occurred the customers blood glucose (bg) level was impacted (250 mg/dl) the customer gave a correction bolus via the pump to stabilize bg level. During troubleshooting with tandem technical support, a system check was performed and the infusion set site was found to possibly be the cause of the alarm. The customer declined to replace infusion set site and stated bg's are (126 mg/dl) now and "confident site is not issue".